Event description:
Medtronic received a report that the physician was treating a ruptured blister aneurysm. As they were deploying a pipeline shield 4x16, it became challenging to load the system and deploy the proximal end of the pipeline. Eventually was able to deploy the pipeline. However could not advance the microcatheter (mc) to recapture the tip wire, instead having to pull the tip wire back to the mc. The physician captured the tip wire and removed the mc without issue to the patient. Upon inspection, it looked like the distal end of the mc had stretched and had no support to the pipeline. The physician then had to regain access as they wanted to use another stent, which they were able to do without issue. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a ruptured blister aneurysm. It was noted the patient's vessel tortuosity was moderate. Access vessel was the femoral with a 3.8mm diameter. Ancillary devices include a rist 7f 95cm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: review of this MDR and/or previous information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. H3: product analysis ¿ as found condition: the pushwire was returned stuck inside the phenom 27 catheter, within a bio-hazard bag, and a shipping box. The pipeline flex shield braid was not returned. ¿ damage location details: the distal and proximal dps restraints were intact. The dps sleeves showed no signs of damage and were found to be intact. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. No defects were found in the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. An examination of the catheter tip and marker revealed no damage. The catheter body was found to be flattened from 5.0 cm to 11.0 cm from the distal tip. No other anomalies were noted. ¿ testing/analysis: the total and usable lengths were measured and found to be within specifications. The catheter was flushed with water and was found to be patent. An in-house 0.026¿ mandrel was then tested by running it through the catheter hub, successfully passing through without issues. However, the resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer report of "resistance during delivery" was confirmed, as the pushwire was found stuck inside the phenom 27 catheter. The observed damage to the catheter (flattening) and the hypotube (stretching) suggests that high force was probably applied. This damage may have occurred when the customer attempted to advance or retrieve the pushwire through the catheter against resistance. Possible causes of the resistance include vessel tortuosity and the lack of a continuous flush with heparinized saline during procedure. However, since the customer indicated that the vessel tortuosity was moderate, ruling it out as a potential cause. It is likely that a lack of continuous flush with heparinized saline contributed to the resistance encountered during delivery/retrieval. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update b5 , d4 and h4 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The doctor was able to successfully deploy the pipeline. The cause of the event and the phenom catheter stretched were not determined. Resistance was encountered in the distal section of the phenom catheter, which appeared stretched along with the coil. No damage such as kinking, stretching, or separation was observed on the pipeline pushwire or catheter. The challenge during deployment was not due to a failure to open, as the pipeline opened without issue. There was no instance where the pipeline failed to open, and no additional steps or devices were required to facilitate opening.